Manufacturer narrative:
Claim # (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Intraoperatively the lens was removed and replaced with a shorter length lens. Problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There was no ae, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).